Event description:
Clinical trial. It was reported that on day 1071, the patient experienced a target vessel revascularization. Clinical assessment identified the patient's qualifying condition as ccs class 2 stable angina and the patient was referred for cardiac catheterization. The patient was randomized into the taxus IV study. The target lesion was located in distal cx with 80% stenosis and was 10mm long with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation and placement of a 2.5 x 16 mm study stent, reducing the stenosis to 0%. There were no procedural complications and the patient was discharged one day later on protocol doses of plavix and asa. On day 1064, the patient was admitted to the emergency room for complaints of progressive shortness of breath and chest pain for two weeks. Upon admission to the ER, the patient was intubated emergently and placed on mechanical ventilation. Chest x-ray showed "diffuse interstitial infiltrates bilaterally". Echocardiogram showed, "significant wall motion abnormalities" and a depressed ef of 30-40%. The patient was admitted to the ICU with an elevated bnp and treated medically with natrecor, lasix and nitroglycerin for recurrent bouts of chf. Cardiac enzymes were slightly elevated, but not consistent with protocol definition. The patient was referred for cardiac catheterization on day 1071, which revealed a patent stent in the distal lad, 70-75% stenosis in the mid lad, 70% stenosis in the distal lcx (target vessel) beyond the distal edge of the stent, 75% stenosis at the junction of the proximal and mid lcx, patent stent in the proximal rca, 75% stenosis in the mid to distal rca. Angiographic core lab report notes 80.38% stenosis of the target lesion in projection 1 and 73.63% stenosis in projection 2. Intervention consisted of ptca to the distal lcx and placement of a 2.5 x 12mm taxus (des) stent. Ptca to the prox lcx and placement of a 2.5 x 12mm taxus (des) stent, with 0% residual stenosis also occurred. The mid lad was treated with ptca and placement of a 2.75 x 32mm taxus (des) stent, with 0% residual stenosis. The distal rca was treated with direct stenting and placement of a 2.5 x 12mm taxus (des) stent, with 0% residual stenosis. The patient tolerated the procedure, but developed acute renal failure post procedure; bun was 60 and creatinine was 3. A permcath was placed and the patient was started on a dialysis regimen. The patient continued to improve and was discharged to a nursing and rehabilitation center 39 days later. In the opinion of the physician, there is a probable relationship of tvr to study stent and the index procedure. In the opinion of the physician, there is a possible relationship of tvr to prior co-morbid conditions.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.